Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05598. It was reported that the rotawire tip became stuck in lesion, detached and remained inside patient's body. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. A 330cm rotawire¿ and a rotaburr were selected for use. During the procedure, after adjusting the rotational speed, the rotaburr was delivered inside patient's body and ablation was performed. The rotaburr was removed after ablation; however, the rotawire became slightly separated. Also, the ro marker of rotawire tip remained in the peripheral blood vessel. Furthermore, it was noted that the detached portion of the rotawire was stretched due to a possibility that the tip became trapped in the vessel. According to the physician, the detached tip remained in the peripheral artery with no particular adverse effect to the patient. The physician decided to perform follow-up observation to the patient. The procedure was completed with another of the same device. No further patient complications were reported.